Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The robot would not connect to the controller the first try. The clinical representative (cr) opened an old patient folder (brain phantom) to connect to the controller before the case started. The controller did not connect when the cr tried to initiate contactless registration. The cr shutdown and unplugged the system for a minute or two. The cr restarted the system, opened the same patient folder and was able to connect the second time. There was no delay to the case and no patient involvement.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the arm connection failed due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This software anomaly will be addressed through our design issues management process.

Event description:
The robot would not connect to the controller the first try. The clinical representative (cr) opened an old patient folder (brain phantom) to connect to the controller before the case started. The controller did not connect when the cr tried to initiate contactless registration. The cr shutdown and unplugged the system for a minute or two. The cr restarted the system, opened the same patient folder and was able to connect the second time. There was no delay to the case and no patient involvement.